Event description:
Patient underwent diagnostic arteriogram and transcatheter intervention; first stent was deployed, and md requested an additional stent. Prior to placement, it was discovered the date on the stent packaging was expired 9-16-2022.